Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after more than 48 hours of pod wear on the arm, the patient¿s blood glucose levels fluctuated and subsequently decreased to approximately 49 mg/dl. Reported symptoms included sweating and confusion. The patient treated the low blood glucose with oral carbohydrates (gummies, candy, juice) but subsequently sought medical attention and was hospitalized for approximately 3-7 days. The specific admission and discharge dates were not reported. The diagnosis provided was hypoglycemia, and the patient was treated with diabetic medicine (d5) and water. Upon follow-up, the patient¿s omnipod therapy settings were reviewed, and it was found that a conservative carbohydrate ratio of 1:50 was likely contributing to elevated blood glucose levels post-meals, which the patient would treat by overriding the bolus calculator and administering multiple manual bolus correction doses, which would subsequently result in low blood glucose levels. The patient was advised to review therapy settings with his healthcare provider.